Manufacturer narrative:
Additional pro codes: hsz, gfa, gff. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the drill bit broke in surgery, leaving the tip of the drill bit in the patient's bone. There was another drill bit that was used to complete the procedure. There was a surgical delay of fifteen (15) minutes. Procedure was successfully completed. Patient outcome was unknown. This report is for one (1) 2.0 mm cannulated drill bit/qc150 mm. This is report 1 of 1 for (B)(4).